Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found that the battery was drained due to consumption, and there was dust inside the central unit. The investigation is ongoing. Three follow-up attempts with the user facility were made for additional information, but no response was provided. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The olympus distributor reported (on behalf of the customer) that the video system center image turned bright red before the scope was inserted into the patient, affecting the healthcare providers with non-health effects. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. This supplemental report is to inform that there was no reportable malfunction related to the subject device captured in this complaint. Additionally, based on the limited available information, the event does not the meet the criteria of a serious injury (per the FDA definition in title 21 cfr part 803). There is no indication the event was life-threatening or that the issued required any additional intervention or hospitalization to preclude permanent harm or impairment. The reported issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.